Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Lot number info was not provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a cranial procedure that the perforator bit did not stop. It was also reported that there were no adverse consequences.